Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) had a heart attack and that the device delivered shock. The patient fell to the floor and developed head trauma. Physician was made aware of patient's condition and the patient recovered in the hospital. Additional information was received that the field representative had no further information regarding the event or patient. This ICD remains in service. No additional adverse patient effects were reported.